Event description:
It was reported the hex drive broke during the case. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. Product was returned and evaluated. Medical records were not provided. A visual examination of the returned product showed that there were wear lines on the ao junction location along with the shaft of the device. The device was also fractured at the hex location of the shaft. Additionally, the features of the fracture surface visually align with zrm in which a bending overload fracture failure mode was identified. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reported issue was confirmed based on the evaluation of the returned product. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.